Event description:
A cartridge alarm was reported by the caller, and it did not cause the customer's blood glucose level to exceed 500 mg/dl. Cts confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was advised to use mdi as a backup therapy to ensure insulin delivery remained uninterrupted while a replacement pump, featuring updated software, was sent. Cts provided the necessary instructions for putting the pump in storage mode and returning it via ups within 10 days, which the caller understood and acknowledged.